Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump intermittently does not accept cartridges. Additionally, it was reported that pump unexpectedly reset. There was no reported impact to customer's blood glucose. Customer declined to provide further information or a follow up from tandem technical support.